Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous mid left anterior descending artery. The 2.50x15mm apex monorail balloon was inflated to fourteen atmospheres for the first three inflations. The lesion was not fully dilated. On the fourth inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous mid left anterior descending artery. The 2.50x15mm apex monorail balloon was inflated to fourteen atmospheres for the first three inflations. The lesion was not fully dilated. On the fourth inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was attached to an encore inflation unit and a pinhole leak was noted approximately 6mm proximal to the proximal edge of the distal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).